Event description:
The recipient reportedly experienced swelling at the implant site. On (B)(6) 2019, the recipient was admitted to the hospital and placed on IV antibiotic. The recipient was recommended to cease device use temporarily. On (B)(6) 2019, the recipient was discharged from the hospital. On (B)(6) 2019, the recipient attended a follow-up visit where it was noted that the swelling disappeared. The recipient resumed device use upon being cleared by the surgeon.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.